Manufacturer narrative:
(B)(4). The lot number was not provided and the complaint sample was not made available for eval. No complaint of mfg trend was identified. The root cause could not be determined. (B)(4).

Event description:
A report of vision loss and epithelial loss associated with contact lens wear was received from an eye care professional (ecp) on (B)(6) 2014. The consumer experienced swollen eyelids, redness, adn a foreign body sensation. Medical attention was sought and the consumer was diagnosed with corneal erosion and dry eye. No biopsy was performed. No corneal ulcers were identified. The consumer was prescribed ofloxacin four times a day. Prior to the event the consumer's visual acuity was 20/20 ou and at the follow up visit on (B)(6) 2014 was 20/30 +1 in the right eye and 20/25 -1 in the left eye. On (B)(6) 2014 it was reported that the consumer is doing better and was refitted into a different brand contact lens. The eye care provider's office indicated add'l info would not be provided.